Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012; inratio inr: 1.8; lab inr: 3.8. Time between testing about an hour. Pt's therapeutic range is 2.0-3.0. Customer's operational technique: pricking the finger before the green light comes on. Milking the finger in the attempt to collect sufficient sample for the test.

Manufacturer narrative:
Comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: (1.8); ref: 3.8; mean: 2.8; confidence limits (1.7 - 3.8); result: pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. User reported performing finger stick too early (before the green light). User reported milking patient finger in the attempt to collect sufficient sample for test. Per product user-guide - precautions and warnings, "do not use strong, repetitive pressure to collect the drop blood." Milking the finger can cause interstitial fluid contamination, leading to pre-analytical errors. User also reported sample was applied to the strip" >15 seconds following finger-stick. This delay in application may have prematurely initiated clotting and adversely effected system migration, flow and saturation. Any of these issues may be root cause. No product associated is expected for return. In-house therapeutic donor testing with the retain strips was performed with lot 2763. Test results as follows: donor: 1, inratio results: (3.3, 3.2, 3.3), reference: 3.02, bias threshold: (2.02 - 4.02), %cv: 4.58; 2, (3.3., 3.5, 3.3), 3.51, (2.51 - 4.51) 3.49. All replicates for each donor are within acceptable bias for accuracy. Donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. Conclusion: analysis of client's data from inratio and reference method revealed that test results met accuracy criteria. Review of complaint revealed customer's improper operational techniques. It cannot be ruled out that these caused for unexpected inr results. No product associated with the complaint was expected to be returned. In-house therapeutic sample testing with retain strips met accuracy and precision criteria. (B)(4). Expiration is 2013/05. Due to this low occurrence rate, below the total complaint action threshold (B)(4), corrective action is not required at this time. This issue will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.